Event description:
Boston scientific received information that this patient presented to the hospital complaining of syncope. The cause for the syncope was not determined. The device was tested and normal lead diagnostics were confirmed. Daily measurements showed no values. Technical services was contacted and the caller confirmed the daily measurement feature was programmed to off for all diagnostics. No stored electrograms were in the arrhythmia logbook. The device was interrogated successfully. The patient was referred to their physician to do a download of the device memory.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated.